Event description:
Per the clinic, the patient experienced skin overgrowth at abutment site and subsequently underwent a procedure to remove excess skin and was treated with a topical antibiotic. The implanted device remains.